Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that following a carotid artery stenting procedure, the patient expired. The index procedure treated the 95% stenosed, 5.5x5mm lesion of the ostium of the right internal carotid artery. Treatment consisted of placement of a filterwire distal protection wire, placement of a nexstent, and post dilation resulting in 0% residual stenosis. During the 12 month follow up, the site learned that the patient had expired 144 days following the index procedure. No additional information regarding the cause of death is available. The investigator assessed this event as unrelated to the study device.